Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had a sensor expired message when the sensor box stated otherwise. Customer was advised that sensor may have been worn longer than the time recommended. Customer also had issues with minilink charging. Customer's blood glucose was 25 mmol/l. Customer was advised that a step may not have been followed. Customer was advised to call back should issue occur.